Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter unavailable from the site at the time of filing. A software investigation was initiated. It was confirmed the software is functioning as expected. When a projection is turned on the foot switch can save a projection. The issue was caused by the user not having a projection turned on.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the foot switch is pressed in order to "save projection" the system freezes. There was no patient present when this issue was observed.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.